Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not operating as expected and the cylinders would not inflate. The device was removed and replaced. There were no patient complications.